Manufacturer narrative:
Block b3: exact date unknown, event occurred event occurred since surgery prior to the date the manufacturer became aware.

Event description:
It was reported that the patient had an autoimmune disorder (itp), which causes a low platelet count. As a result, the patient had to have blood and/or fluid drained from the surgical site multiple times since the implant procedure, which caused discomfort and swelling.